Event description:
Patient presented to the physician with the ipg flipping in pocket and pain at the chest incision site. Physician brought the patient into the or and found one stitch had broken. Physician secured the ipg and anchored the ipg more medial and superior.